Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed ¿charge ilet now, therapy has stopped¿ despite a solid green light on multiple charging pads and ports, the device felt hot to the touch, and the device did not resume therapy; blood glucose was 140 mg/dl, and a replacement ilet was provided with instructions for return and data sync. Symptoms included therapy interruption without reported adverse clinical effects. Outcomes included device replacement and continued cgm use with phone or receiver until the replacement arrived. Investigation included remote troubleshooting and return logistics with tracking confirmation and receipt of the original device. Investigation of this device did not revealed a device power and charging malfunction consistent with an unresponsive or non-charging pump assembly and potential overheating of the device enclosure, with no alarms beyond the charge prompt. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to the charging/power subsystem.